Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close and it was in the shape of a tear drop. The next firing there was an excessive force to fire. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.